Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and constant bleeding") in a 27-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, constipation, dysfunctional uterine bleeding, abdominal pain, diarrhea, skin lesion, depression, furunculosis, urgency urination, dysuria, carpal tunnel syndrome, uterine tenderness, back pain, c-section and back surgery. Concurrent conditions included irritable bowel syndrome. Concomitant products included ethinylestradiol;norgestimate (sprintec) and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils , left tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, constipation, dysfunctional uterine bleeding, abdominal pain, diarrhea, skin lesion, depression, furunculosis, urgency urination, dysuria, carpal tunnel syndrome, uterine tenderness, back pain, c-section and back surgery. Concurrent conditions included irritable bowel syndrome. Concomitant products included ethinylestradiol;norgestimate (sprintec) and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("heavy and constant bleeding"), uterine injury ("essure had damaged my uterus-complications from essure removal procedure"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, uterine injury, dyspareunia, vaginal discharge, abdominal pain lower, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine injury, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils, left tube 4 coils. Doc said she was either pregnant or the coils are messing my uterus up, she is waiting on pregnancy result diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: lower back pain and abdominal pain were added. Event: genital hemorrhage and uterine pain was updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy and constant bleeding') and uterine injury ('essure had damaged my uterus') in a 27-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, constipation, dysfunctional uterine bleeding, abdominal pain, diarrhea, skin lesion, depression, furunculosis, urgency urination, dysuria, carpal tunnel syndrome, uterine tenderness, back pain, c-section and back surgery. Concurrent conditions included irritable bowel syndrome. Concomitant products included ethinylestradiol; norgestimate (sprintec) and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, uterine injury, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine injury, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils , left tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received. Event added: essure had damaged my uterus. Aka name added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and constant bleeding") in a (B)(6) year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included esophageal reflux, constipation, dysfunctional uterine bleeding, abdominal pain, diarrhea, skin lesion, depression, furunculosis, urgency urination, dysuria, carpal tunnel syndrome, uterine tenderness, back pain, c-section and back surgery. Concurrent conditions included irritable bowel syndrome. Concomitant products included ethinylestradiol;norgestimate (sprintec) and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 3 coils , left tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received- previously reported event "injury" updated to "pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), vaginal discharge, lower abdominal pain, heavy and constant bleeding", reporter, lot number, medical history, concomitant drug, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.